Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all stations were on critical override and orders were not crossing from the server to station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override and orders were not crossing from the server to the station. The technical support specialist (tss) dialed into the enterprise server. The tss advised the customer to reach out to hospital information technology as active directory messages were not being received, although order messages were crossing successfully. The tss later followed up with the customer, who confirmed that their server had not been sending messages. After the customer reset the server, all systems were restored and functioning normally. The issue was resolved, and the tss confirmed the resolution with the customer. The system functioned as intended after the technical support specialist resolved the issue.